Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dyspareunia on (B)(6) 2022, pelvic pain, varicella and sexually transmitted disease on (B)(6) 2021, gonorrhea and pelvic inflammatory disease in 2018, vaginal delivery in 2015 and stenosis and overweight. On an unknown date, the patient had essure inserted. On (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required) by surgery (laparoscopy with bilateral removal of essure and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.761 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: pre and postprocedure diagnosis: essure sterilization check procedure: hysterosalpingogram. Findings: stenosis at the internal os. Normal intrauterine cavity. Bilateral tubal occlusion with appropriate essure position description of procedure: stenosis at the internal os noted. The patient had some discomfort with placement. Attempt was made to complete the hysterosalpingography. Balloon insufflated with 1 cc of air. Instruments removed. With attempted visualization, it was apparent that the balloon had been extruded from the external cervix. With some difficulty, the sinografin catheter was able to be placed trans cervically and intrauterine placement verified. Normal uterine cavity noted and bilateral occlusion of the tubes noted. [Papilloma viral infection] on (B)(6) 2021: positive [pathology test] on (B)(6) 2021: specimens: a fallopian tube, right, right fallopian tube b fallopian tube, left, left fallopian tube final diagnosis a fallopian tube, right, essure removal and salpingectomy ¿no diagnostic abnormality b. Fallopian tube, left, essure removal and salpingectomy: ¿no diagnostic abnormality clinical information: female pelvic pain encounter for removal of essure; on (B)(6) 2022: specimens: uterus, with cervix final diagnosis a. Uterus, with cervix, hysterectomy: unremarkable cervix, secretory endometrium, and unremarkable myometrium. Clinical information: deep dyspareunia and pelvic pain in female. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dyspareunia on (B)(6) 2022, pelvic pain, varicella and sexually transmitted disease on (B)(6) 2021, gonorrhea and pelvic inflammatory disease in 2018, vaginal delivery in 2015 and stenosis and overweight. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopy with bilateral removal of essure and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.761 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: pre and postprocedure diagnosis: essure sterilization check. Procedure: hysterosalpingogram. Findings: stenosis at the internal os. Normal intrauterine cavity. Bilateral tubal occlusion with appropriate essure position description of procedure: stenosis at the internal os noted. The patient had some discomfort with placement. Attempt was made to complete the hysterosalpingography. Balloon insufflated with 1 cc of air. Instruments removed. With attempted visualization, it was apparent that the balloon had been extruded from the external cervix. With some difficulty, the sinografin catheter was able to be placed trans cervically and intrauterine placement verified. Normal uterine cavity noted and bilateral occlusion of the tubes noted. [Papilloma viral infection] on (B)(6) 2021: positive. [Pathology test] on (B)(6) 2021: specimens: a fallopian tube, right, right fallopian tube. B fallopian tube, left, left fallopian tube. Final diagnosis: a fallopian tube, right, essure removal and salpingectomy. ¿no diagnostic abnormality. B. Fallopian tube, left, essure removal and salpingectomy: ¿no diagnostic abnormality. Clinical information: female pelvic pain. Encounter for removal of essure; on (B)(6) 2022: specimens: uterus, with cervix. Final diagnosis: a. Uterus, with cervix, hysterectomy: unremarkable cervix. Secretory endometrium. Unremarkable myometrium. Clinical information: deep dyspareunia. Pelvic pain in female. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.